Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2317-70 , serial #: (B)(4). Description: infinion cx 70 cm lead model #: sc-4318, lot #: 19335952. Description: clik x anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there are any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection. Symptoms were redness and irritation at the ipg site. Antibiotics were prescribed. The patient underwent an explant procedure. The patient was doing well post operatively.